Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The device had minor scratches on the lcd window, cracked case at the display window corner, and cracked belt clip slot.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she wasn't doing anything. Customer didn't know her blood glucose level. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.